Event description:
The customer reported that the device rebooted while in use with electrosurgical equipment. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). The customer reported that the device rebooted while in use with electrosurgery equipment. There was no impact to the involved pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.